Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, deformation and weight to the spec. Cloudy color in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side leak and capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Additionally, healthcare professional reported a left side leak and left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade at least ii or higher. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade "ii or higher". Device remains implanted.